Event description:
Pt experienced endophthalmitis and a vitrectomy was performed. The lens remains implanted in the pt's eye. The endophthalmitis has resolved and the pt's prognosis is good. It is unk if the endophthalmitis is product related.